Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be re-evaluated at that time.

Event description:
During procedure, the guide wire was uncoiled when the physician inserted the catheter to the inside of the body along the guide wire. The physician had one question "is there changing of the guide wire materials?" Not investigated by cx, because the sample was discarded by the hospital.